Manufacturer narrative:
(B)(4). Concomitant medical devices-stem catalog#:unk lot#:unk, humeral tray catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event was previously reported on 0001825034-2017-03468.

Event description:
It was reported that the patient was revised for a left shoulder arthroplasty revision due to unknown reasons. All components explanted except for the stem. Attempts have been made and additional information on the reported event is unavailable at this time.